Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connection was cleaned and re-seated reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would reboot on its own. No patient injury was reported.